Event description:
Steris contacted the user facility for additional event information; however, no additional information was provided.

Event description:
(B)(6) reported to a steris service technician that their system 1 processor aborted during sterilization cycle. The system 1 printout from the aborted cycle read: warning sterilization not complete. An operating room technician signed the printout but, nevertheless, released the improperly processed instrument for clinical use. The steris service technician spoke with the hospital patient safety officer and explained that the instrument processed in an incomplete cycle cannot be considered sterile. The service technician repaired the system 1 processor and the hospital has not experienced any equipment issues since then. In addition, the hospital patient safety office re-trained all operators in the proper use procedures.

Manufacturer narrative:
The operator of the system 1 processor improperly released an instrument for use, even though the instrument had not been completely processed in the system 1 processor per the device's instructions for use. In accordance with normal operating parameters, the sterilizer generated a warning printout indicating that the sterilization cycle had not been completed. The operator signed this document and released the instrument for use. In addition, the system 1 processor lcd display generates the following warning when a sterilization cycle is not successfully completed: warning not sterile. Steris was informed that the hospital staff was re-trained as a result of this incident and is now following correct procedures. Steris has recommended that additional in-service training be performed by a steris clinician. Steris is not aware of any adverse clinical event associated with this incident and is filing this MDR because the sterility of devices processed in system 1 cannot be guaranteed unless the devices are processed in accordance with steris' instruction for processing and use.